Manufacturer narrative:
Continuation of d10: product ID: ID-1-5 (lot: b768769); product type: ; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an axium coil failed to detach. When the coil was inserted and an attempt was made to detach, the pusher wire of the coil could not be inserted deep enough into the detacher, even when an emergency separation was attempted, it could not be detached, so it was removed. Changed to a different coil. The physician attempted to detach the coil with the instant detacher 4 to 5 times. The physician didn¿t try to detach with another instant detacher. There was a manual attempt at detachment via hypotube (one cycle). There were no patient symptoms or complications associated with this event. Ancillary devices: microcatheter sl-10 str.

Event description:
Additional information was received. Lesion characteristics included right ic-pcom, 8mm, saccular. Vessel tortuosity was moderate. The device was prepared as indicated in the IFU. The cause of the detachment failure was not determined. Prior to coil non-detachment, no issues encountered. No pushwire damage was observed after removal from the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.